Event description:
It was reported via social media that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx laa closure device was implanted. At an unknown timepoint, a thrombus was noted on the closure device. The patient remains on blood thinners.

Manufacturer narrative:
Event date: estimated as the aware date since unknown. Relevant tests/laboratory data: estimated since unknown.